Event description:
It was reported that during an unknown procedure, the devices were misfiring. The clips were not loading. No other details of the event are known. No patient impact reported.

Manufacturer narrative:
(B)(4). Damaged lock lever the analysis results found that the er320 device was returned partially cycled with the jaws closed and a clip within them. In order to perform functional testing, the cycle was completed and it formed the clip as intended; the next clip was fed into the jaws, however it was removed in order to measure jaws width. Upon testing, the device was cycled and the trigger did not returned to its open position and it had to be manually assisted causing damage in the antibackup lever; in the next two actuations two unformed clips were fed due to the antibackup feature was non-functional; the device was cycled again and it ejected two clips and the remaining clips were formed as intended; however, an intermittent feeding issue was noted during testing. The device locked out as intended. In order to evaluate the internal components, the device was disassembled; upon disassembling the lock lever was found to be damaged. No conclusion could be reached as to what may have caused the found damage. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.